Event description:
On (B)(4) 2013, motion concepts was made aware of the incident. Letter from attorney alleged malfunction of powered wheelchair. The front caster of the (non motion concepts) frontier x5 mid wheel driver power chair made contact with the footrest of motion concepts ultra low cg tilt/recline/esr seating systems, interfering with the rotation and causing the wheelchair to tip sideways and eject the end user from the chair. Letter further describes that end user sustain painful injuries. Additional details on injuries were not provided.

Manufacturer narrative:
Motion concepts manufactured and sold a powered wheelchair to "(B)(4)." According to the end user, the wheelchair was repaired and maintained by "mobility medical inc" in the past. Motion concepts was not made aware of any kind of defects in the wheelchair since june 2009 till (B)(4) 2013. At this moment, we do not have any additional details.